Event description:
Reportable based on device analysis completed on 12-oct-2018. It was reported that crossing difficulties were encountered. Device evaluated by manufacturer: the target lesion was located in the seriously calcified mid left anterior descending artery. A 3.75mm x 12mm quantum maverick balloon catheter was advanced but unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break that could go into the patient's body. The device was returned for analysis. Returned product consisted of a quantum maverick balloon catheter. The returned device separated upon unpacking when received. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated at 53.3cm from the hub and appeared to be kinked prior to separation. There are multiple kinks along the whole device. Microscopic examination revealed that the tip is damaged. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loose. Inspection of the remainder of the device presented no other damage or irregularities.